Event description:
It was reported that the patient was presented to the emergency room experiencing dyspnea. A loss of capture and high impedance was observed on the right ventricular lead. Imaging revealed that the lead had been fractured at the clavicle region. The lead was capped and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.